Event description:
It was reported that a pt had the following procedures: low anterior resection, rigid sigmoidoscopy, rectoplexy, bilateral paravaginal defect repair, and suburethral sling with tvt. The device was used during the low anterior resection without incidence. Anastamosis was hand sutured for reinforcement. Leak test was negative. Ninth post operative day CT scan identified an abcess at the site of the end to end anastamosis. Pt taken to surgery where two free floating staples were found. An ileostomy was created. Pt is recovering well.